Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a new pacer and leads were implanted on (B)(6) 2018. The atrial lead was found to be dislodged and pacing the ventricle during a pre-discharge check on (B)(6) 2018. The lead was repositioned. On (B)(6) 2018, the lead was found to be dislodged again. The lead was explanted and replaced. The patient was asymptomatic and did not have any complications from both procedures.